Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant failure.

Manufacturer narrative:
The initial report was submitted in error using manufacturing site code 1020279. The correct code is 9613369. UDI-di: (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Initial submitted manufacturer code was not correct, manufacturer code changed to (B)(4).